Event description:
It was reported that the customer found an alarm in the alarm history of his insulin pump and he never saw the alarm come up on the pump. His blood glucose was not known. During troubleshooting, a bolus was performed into the air and the bolus amount was recorded in the bolus history. A self test was performed and passed. Customer also stated he received a battery out limit alarm and had been able to get the insulin pump screen to return after it had been blank. However, after putting in a new battery, customer stated the screen went blank again, showing the reservoir was empty before doing so. Customer also received failed battery test and unexpected restart alarms. No relevant damage or corrosion was found. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.